Event description:
Ous MDR - after an implantation time of about 54 months, it was reported that the defibrillator could no longer be interrogated. During the last follow-up in (B) (6), the device state had been mol2. No deterioration in the patient's state of health was reported. The ICD was explanted.

Manufacturer narrative:
Ous MDR - the ICD was explanted. The device had been implanted for 54 months. After the device was received, the ICD first underwent an electrical incoming goods control. It confirmed the clinical complaint, the ICD could not be interrogated. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. A discharged battery was detected. This is according to expectations after an operation time of 54 months. The power consumption of the electric module was examined and proved to be normal. The electronic module was connected to an external voltage source and underwent an electrical function check. The antibradycardic output signal was normal and met the programmed values. A fibrillation signal was supplied and the device reacted according to specification with a defibrillation shock. The specified energy level as reached. The power consumption of the electric module continued to be normal under load. Next, the battery was returned to the manufacturer for a destructive analysis. During the destructive analysis, it was noted that one battery cell was very deeply discharged. It is therefore likely that a minimal permanent discharge current throughout the entire lifetime of the battery has contributed to the clinical observation. However, the destructive analysis was unable to find a possible discharge path. In summary, the battery depletion was to be expected after an operation time of 54 months. However, the deep discharge of a battery cell identified during the destructive analysis of the battery additionally indicates a minimally increased self-discharge of the battery. This is not a systematic device behavior.